Manufacturer narrative:
The surgeon's difficulties were the result of having been provided with an incorrect mandibular component. During the manufacturing process, two highly similar components that were intended for different patients became switched. The surgeon was able to successfully implant the device and the patient had a good surgical result. The other mislabeled mandibular component had not been implanted and was retrieved from the hospital with no harm to the patient.

Event description:
Surgeon had difficulty implanting a patient-fitted right mandibular component during a bilateral tmj reconstructive surgery. Surgery was prolonged in order to get the component into acceptable position.

Manufacturer narrative:
Additional information: the patient's occlusion became unstable a few weeks after surgery. The surgeon removed the right mandibular component and replaced it with a revision component on (B)(6) 2018.